Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 24 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pullout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh 102 i.u. Plus blood collection tubes the stopper pops out of the tube. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "after blood sampling of the the tube, the stopper was found to be separated from the tube, resulting in biological contamination and worrying about the impact on medical staff. Patient blood was retaken. No claims required."